Event description:
Healthcare professional reported right side "appeared smaller" and "exchange from textured to smooth implants due to the patients concerns with the product". Healthcare professional later reported right side "valve leak". The device has been explanted and replaced.

Manufacturer narrative:
Facility name: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak.

Event description:
Healthcare professional reported right side "appeared smaller" and "exchange from textured to smooth implants due to the patients concerns with the product". Healthcare professional later reported right side "valve leak". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: valve leak or damage: observed, opening crack assessed as cracked valve seat diaphragm valve and delamination >75%. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Fluids observed.. Yellow particles inside of the device.